Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels reaching 538 mg/dl. Correction boluses were delivered to address the bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.